Manufacturer narrative:
Ppae (cardiac tamponade/arrhythmia): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 67-year-old male with a past medical history of long-standing coronary artery disease, stage 4 chronic kidney disease, hypertension, diabetes mellitus, multiple prior strokes, and prior percutaneous coronary intervention (pci) to the left anterior descending coronary artery had experienced increasing chest tightness and fatigue over the preceding year. Cardiac catheterization revealed multivessel coronary artery disease, and the patient was admitted for impella-assisted high-risk pci. An impella cp device was successfully implanted. During the pci procedure, a perforation of the left main coronary artery occurred. A pericardial effusion developed, and multiple attempts at pericardiocentesis were unsuccessful. Cardiothoracic surgery was consulted and recommended an operative pericardial window. A covered stent was placed in the left main coronary artery to allow transfer to the operating room. The patient was emergently transported from the cardiac catheterization laboratory to the cardiovascular operating room, where an exploratory sternotomy was performed. The cardiothoracic surgeon attempted operative repair; during the procedure, the patient developed coagulopathy and was unable to tolerate chest closure. The chest was packed, left open, and covered. The patient was transferred to the cardiovascular intensive care unit for continued management and planned blood transfusions. The following day, the patient developed an arrhythmia and began to deteriorate, but the episode resolved and the patient stabilized. On the second hospital day, the chest was closed at the bedside, and the patient tolerated the procedure. Later that day, the patient was successfully weaned from the impella cp, and the device was explanted without complications. While the impella cp is conservatively coded for complications, they are consequences of the coronary artery perforation which was caused by the pci procedure since the impella device does not interact with the coronary arteries. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.